Manufacturer narrative:
The field service engineer (fse) found that the cell wash nozzle was dripping into the reaction cell. The fse re-routed the tubing and ran acceptable qc along with a successful 32 cup precision test. The customer has not had any further issues since the service visit. The investigation determined the root cause of the event was the issue identified and corrected by the fse.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for glucose and 1 patient sample tested for hdl cholesterol on a cobas 6000 c (501) module. Patient 1 initial glucose result was 256 mg/dl. The repeat result was 107 mg/dl. Patient 2 initial glucose result was 317 mg/dl. The repeat result was 176 mg/dl. Patient 3 initial glucose result was 249 mg/dl. The repeat result was 95 mg/dl. Patient 4 initial glucose result was 241 mg/dl. The repeat results were 96 mg/dl and 98 mg/dl. Patient 5 initial hdl cholesterol result was 4 mg/dl. The repeat result was 60 mg/dl. The initial results were reported outside of the laboratory where they were questioned by the ER staff. The samples were repeated on a different c501 module. The repeat results were believed to be correct. No adverse event occurred. No reagent lot numbers with expiration dates were provided.